Event description:
It was reported that patient experienced a return of tremor. The patient programmer displayed the "call your doctor" icon and also an end of life (eol) message. Impedance measurements were done and all measurements were within a normal range. It was indicated that the device had been implanted post expiry, but this was not confirmed by the manufacturer's device history. The device was subsequently replaced and there was no patient injury. The patient was reported as doing fine with no signs of infection.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: extension model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk; lead model 3387s lot # v009876 implanted: (B)(6) 2006 explanted: unk; implantable neurostimulator (ins) model 37602 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; lead model 3387s lot # v014583 implanted: (B)(6) 2006 explanted: unk; extension model 7482 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk.

Manufacturer narrative:
Analysis of the neurostimulator found the battery was at end-of-service. The longevity estimate was not met, and the cause of the depletion was unknown. No internal anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.